Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency department following a syncopal episode. Upon review of the device, all lead measurements were appropriate. One episode with high ventricular rates of 152 bpm was recorded, however, the physiologist did not document that date/time of the episode. Therefore, the field representative was unable to confirm it is coincided with the syncope. The minute ventilation sensor was programmed off in case there was any sensor oversensing. The cause of syncope remains unknown. No additional adverse patient effects were reported.